Event description:
Procedure type: sigmoid resection. According to the reporter: the device was fired and a leak was observed when a leak test was performed. After inspection a few staples were found not formed completely. The anastomosis was re-done with a different device, extending the surgical time 30-45 minutes. No excessive bleeding was reported. Patient's current condition is well.